Manufacturer narrative:
The evoke scs percutaneous leads were discarded. A single x-ray was provided but unable to confirm the reported lead migration. Additional information was provided from the healthcare provider suggesting that the patient¿s bleeding at the lead implant site may have contributed to the lead migration and subsequent changes in stimulation. This is unable to be definitively determined. The evoke scs system surgical guide details potential risks associated with surgery and spinal cord stimulation including, "lead migration or suboptimal placement, which may result in undesirable stimulation changes." The manufacturing records were reviewed. Product met all requirements for release. Following removal of the patient¿s trial evoke scs system, additional symptoms including lower limb weakness, incontinence and loss of consciousness were reported. The evoke scs system surgical guide details potential risks, including "...neurological complications...weakness, clumsiness, numbness, abnormal sensations or pain... The patient may require surgery (including revision, explant, and replacement) as a result of any of the above.¿ 2nd lead: product description: evoke cap12 trial percutaneous lead kit - 60cm, model # : 102880, catalog#: 3016, serial/lot #: (B)(6), manufacture date: 12jun2024, expiration date: 12jun2026, implant date: (B)(6) 2025, explant date: (B)(6) 2025.

Event description:
During the trial period of an evoke spinal cord stimulation (scs) system,the patient was evaluated for loss of stimulation and bleeding at the lead implant site. The dressings were changed and the implanting physician administered localised steroid injections. An x-ray was obtained and confirmed lead migration. The patient¿s trial leads were removed the following day. Six (6) days after removal of the evoke scs trial leads, the patient was evaluated in a hospital setting for loss of consciousness, incontinence and lower limb weakness. The patient was subsequently discharged with all symptoms resolved except residual lower limb weakness. The patient is undergoing physical therapy to resolve the persisting symptom. It was confirmed that these symptoms were not present during the evoke scs system trial period and that all trial evoke scs system devices were explanted when these symptoms began. The implanting physician has not provided an assessment of the symptoms which onset following the evoke scs system trial period.